Event description:
It was reported that the patient's aveir leadless pacemaker (lp) system exhibited low i2i throughputs between the right ventricular and atrial lps. Under-sensing was alleged on the ventricular lp. Ventricular drop-out was noted due to the issues. No intervention was performed. The patient was discharged without any reported complications.